Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient is a poor candidate as they have an allergy to platinum iridium which is present in the neurostimulator. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the rash is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has an allergy to the platinum iridium which is present in the neurostimulator (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a red rash which spread across their body about two weeks after the neurostimulator was implanted. The patient was referred to a dermatologist, allergy testing was performed, and an allergy to platinum iridium was found. An explant procedure was performed on (B)(6) 2025 without any issues.